Event description:
The customer reported that the left (live) monitor quit working during surgery. This issue will cause the system to be unusable due to a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.